Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint biopsy channel and suction channel have foreign material was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material may not have been removed because reprocessing was not conducted properly, as the brush could not pass between the biopsy channel and suction channel. However, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had something stuck in the scope. The issue was noticed during reprocessing. There were no reports of patient harm or impact associated with this event.